Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage and movement on balloon occurred. During preparation of a 2.50 x 16 synergy drug-eluting stent, it was noted that the stent struts were stretched and the stent was almost detached from the stent delivery system when the stent protector was removed. The procedure was completed with another of the same device. No patient complications were noted and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the synergy mr, ous mr 16 x 2.50mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the centre to distal struts were stretched, misaligned and pulled in a distal direction over the distal tip. The first three most proximal struts did not show any sign of damage. The crimped stent outside diameter (od) at the undamaged proximal edge of the stent was measured and was within specification. Based on the specified stent protector profile and the measured crimped stent profile, there is no issues to note with the interaction between the 2 components. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found kinks in the hypotube along full catheter length. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage and movement on balloon occurred. During preparation of a 2.50 x 16 synergy drug-eluting stent, it was noted that the stent struts were stretched and the stent was almost detached from the stent delivery system when the stent protector was removed. The procedure was completed with another of the same device. No patient complications were noted and the patient's status was good.